Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the customer had no helium tank installed in the iabp unit. The stm installed a helium tank and the iabp unit functioned normally and was able to initiate autofill. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during the initial setup and prior to patient use, the cardiosave intra-aortic balloon pump (iabp) would not inflate the intra-aortic balloon (iab). The customer later reported that the iabp unit experienced an autofill failure. There was no patient involved and no adverse event was reported.